Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions, operation manual for evis lucera gif/cf/pcf type gif/cf-260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcf type gif/cf/pcf-260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had a malfunction in the zoom/focus switching function. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: a foreign object came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reported findings in b5, the device evaluation found the following: due to damage on zoom (charged coupled device), zoom does not work smoothly, due to damage on upward/downward angulation control knob water tightness is lost, adhesives around the light guide lens had a white-clouded area, adhesive around the objective lens is peeled, universal cord has a wrinkle, universal cord has a scratch, switch 1 has a scratch, plastic distal end cover has a dent, control unit has discoloration, electrical connector has corrosion due to water leakage, due to clogging of the nozzle water removal ability does not meet the standard value, the adhesive on the bending section cover has white-clouded area, the adhesive on bending section cover has a chip, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, color ring had a crack, connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.